Event description:
During follow-up, an elevated threshold was observed on the right ventricular (rv) lead. Revision surgery was performed. The helix of the lead could no longer be implanted into the cardiac tissue, so the physician elected to use a different lead. The rv lead was explanted and replaced and patient's condition was stable following the procedure.

Manufacturer narrative:
The field reports were unacceptable threshold and helix extension failure were not confirmed. The helix was found partially extended and clogged with dried blood. The inner coil inside the connector region was found overtorqued. After cleaning, the helix could be extended and retracted within specification. Electrical testing found no indication of conductor fractures or internal shorts. All damage was consistent with that occurring at the time of explant.